Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2020. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed system error 101 (pic msg crc error) and shut down completely when the nurse went to start the secondary infusion. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.